Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had low blood sugars and was alone at a ski resort. Customer was eating glucose tabs and her blood glucose level was 86 mg/dl. Customer stated that she was low last night at 106 mg/dl. Customer woke up with a high blood glucose level this morning because she overcompensated with food. Customer stated that she always goes low while skiing due to the altitude. Customer also stated that she panics when she goes slightly low. Customer mentioned that this is the first time she has been low while on the pump. Customer went to urgent care on (B)(6) 2015 and the doctor tested her blood glucose level and it was 154 mg/dl. Customer was told to decrease insulin and eat frequently. Customer was allowed to leave once her blood glucose level was tested. Customer was off the pump for about one hour prior to the visit. Customer declined troubleshooting. Customer is still off the pump. Customer will call back if she goes low again. No further assistance needed.